Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the subject device exhibited damage to the fibre bonding in the outer tube area (distal end). There were no reports of patient involvement.